Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead had switched to unipolar configuration due to high impedance measurements greater than 2,000 ohms. The high impedance measurements persisted throughout testing along with high threshold measurements on the rv lead. Fluoroscopy was performed, but did not reveal any dislodgement or damage. As the patient was not pacemaker dependent, the patient will continue to be followed appropriately. No adverse patient effects were reported.